Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va105nj implanted: (B)(6) 2016 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that steps taken to resolve the issue of the leads being disconnected included that there were no steps taken. Medication was prescribed. They reported that the issue had been resolved. They reported that no steps were taken to resolve the issue of the ins moving.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's therapy had not been working very well for the patient's urination for about a year, however, the patient rep was not certain. The patient rep thought there were some problems with it before last july but the external devices had not been charged since then. The patient rep was advised that the external device charge level did not directly affect the therapy status. The patient rep reported the patient lived in a nursing facility and their caregiver said they probably got up 5 or 8 times the other night to pee. The patient rep would call back when they were with the patient to review how to use the external devices to check therapy status. Instructional materials and physician finder link were emailed to the patient rep. Additional information was received from the patient rep on 2025-jul-08. They called back stating the patient had now charged up their equipment. The patient rep was planning to go over to see the patient at assisted living at lunch time but wouldn't have much time. The patient rep was unfamiliar with how to use the equipment or how it worked and would call back for assistance on how to use the equipment and increase settings. The patient rep stated the patient did not have a managing interstim doctor and it was hard to get them to one. The patient rep was sent physician listings, if needed. The patient rep called back later in the day on (B)(6) 2025. The patient rep stated the stimulation was not working and the patient was getting up a lot in the middle of the night. The patient rep was guided through the steps of connecting to the implant. When connecting to the implant it was discovered the implant was in MRI mode. The patient rep stated the patient had an MRI in (B)(6) of last year. The patient rep was ins tructed to deactivate MRI mode and turn the stimulation back on. When attempting to adjust the stimulation, the patient rep received a 'max settings reached' message. The patient rep stated they were not able to adjust the stimulation anymore than what it was curr ently on. The patient rep stated the patient had a couple falls but they were unsure if they fell on the device site. Programming guidance was reviewed with the patient rep, and they were redirected to the physician listings (previously sent) to find a healthcare provider (hcp) to further investigate the issue. On 2025-jul-29 additional information was received from the patient's representative. The caller reported that the patient gets up about 8 times per night. The caller stated that a manufacturer representative (rep) will come to the facility to assist them in changing programs. The caller also mentioned that the patient will have an appointment with the new hcp on the (B)(6) 2025. On 2025-sep-08 additional information was received from a patient. In regard to the "max settings reached" message, on 2025-aug-19 a manufacturer representative (rep) advised that the leads were not connected, possibly due to a fall. On (B)(6) 2025 the patient's doctor stated that the leads may have scar tissue around them. The settings on the device could not be changed. Due to that, the rep suggested a new device be implanted, but the patient opted to try bladder medication instead. Either the possible scar tissue or the device moving during a fall was also the likely cause behind the inability to adjust stimulation. The patient stated that the device was turned off in (B)(6) 2024 and when it was turned back on (B)(6) 2025 it seemed to help a little bit. The patient stated that they don't know if the fall actually affected their device and are also unsure if these issues have been resolved as they are waiting to determine if the bladder medication will help.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va105nj, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(6), ubd: 02-oct-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.